Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set had a missing component. The following information was provided by the initial reporter: the device lacks a connector for the patient interface.

Manufacturer narrative:
A 20039e product was not available for investigation of 12083313; however, the customer confirmed that the complaint sample was from lot 24105107. The feedback provided by the customer states that, "the device lacks a connector for the patient interface". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24105107 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20039e set over the past 12 months.

Event description:
No additional information.